Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received from a customer facility via the ICU complaint portal regarding a plum duo infusion system in which it was reported that there was a pump channel failure. The initial reporter reported the following details: alarm sounded pump channel failure and the channel completely shut down and infusion stopped. There was high concentration of norepinephrine (levophed) running and mean arterial pressure (map) dropped to 30 while changing to new device. The nurse said that she responded to the room for the pump alarm and wasn¿t able to do anything with pumps as it was shut down. The pump stopped running which caused delay in medications led to pulseless electrical activity (pea) arrest. The event occurred during infusion, received an air-in-line alarm, attempted to back prime, and subsequently received a channel malfunction alarm, infusion stopped, and the channel could not be used. While attempting to restart the infusion on a separate pump, the patient's map dropped to 30, pea occurred, and the patient was revived. Later the same day, the patient was sent to the or and returned to the ICU. At this point, the patient coded and expired. Air back primed by registered nurse and drip restarted. Approximately 15 min later pump beeped again with error, service required message. Pump unable to be restarted. The registered nurse changed infusion to another pump and restarted, but patient became hypotensive and arrested. Restored after resuscitation (rosc) status achieved quickly. The other information about the patient that may have influenced the outcome of the event was the patient in septic shock with underlying pancreatic ca at the time of the event. The event occurred at hospital. The preexisting characteristics that may have contributed to the event are diabetes, hypertension, immuno-compromised and morbidly obese. The therapies being used on the patient at the time of the event that may have caused or contributed to the event was with cardiac drugs. No additional information at this time.